Manufacturer narrative:
A supplemental report is being submitted for product information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented to the clinic with the controller alarming.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual evidence provided by the site revealed that one of the controller¿s front panel light emitter diode (led) indicator did not illuminate while connected to batteries, the battery power sources were unable to be recognized on power port two (2) of the controller. Visual inspection revealed contamination within both power ports and damage to the outside of a controller pin within power port two (2). A power source was still able to connect to the controller. Testing revealed that the damage was likely attributed to an incompatible adapter connected to the controller power port. The observed contamination is an additional finding, not related to the reported event, likely due to handling of the device. Functional testing then revealed that the controller was unable to communicate with the external batteries, exhibited controller reset events, the controller was unable to communication with the monitor, and the controller triggered a critical battery alarm during bench testing. Additionally, the controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries, however, the controller was still able to receive power from power sources and supply power to a motor fixture. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controllers to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit are also connected to the real time clock circuit and caused the date/time stamps to remain frozen. After the faulty components were replaced, the controller performed as intended. Review of the alarm log file revealed multiple critical battery alarms logged with a battery relative state of charge (rsoc) value of 101% and incorrect date/timestamps with no serial number ID or cycle count, indicating that the controller was unable to recognize the connected batteries. Of note, the critical battery alarm is a high priority alarm which produces a loud sound. The critical battery alarms likely correspond with the reported ¿controller alarming¿ event. Review of the data log file also revealed multiple data points logged with a battery rsoc value of 0% with incorrect date/timestamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. The inability of the controller to recognize the batteries is likely related to the reported communication issues event. Considering that the controller was unable to recognize the connected batteries, the battery indicator on the controller¿s front panel would not illuminate. Furthermore, review of the event log file revealed multiple event exceptions where the controller was resetting with incorrect date/timestamps and no battery serial number ids or cycle counts logged. The corrupted data entries on each of the log files had a time stamp of (B)(6) 1999 at 00:00:00. As a result, the reported event was confirmed. The most likely root cause of the reported display error and alarming controller and observed real time clock issue, inability of the controller to recognize the batteries, and critical battery alarms, as well as the observed abnormal battery rsoc values and event exceptions, can be attributed to the damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed controller pin damage event can be attributed but not limited to an improper connection between an incompatible adapter and the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller display error. The battery port number 2 did not light up. The controller will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller malfunctioned due to a battery indicator light not charging. The panel displayed a message indicating that the controller needed to be replaced.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary revised product event summary: one (1) controller ((B)(6)) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual evidence provided by the site revealed that one of the controller¿s front panel light emitter diode (led) indicator did not illuminate while connected to batteries, the battery power sources were unable to be recognized on power port two (2) of the controller. Visual inspection revealed contamination within both power ports and damage to the outside of a controller pin within power port two (2). A power source was still able to connect to the controller. Testing revealed that the damage was likely attributed to an incompatible adapter connected to the controller power port. The observed contamination is an additional finding, not related to the reported event, likely due to handling of the device. Functional testing then revealed that the controller was unable to communicate with the external batteries, exhibited controller reset events, the controller was unable to communication with the monitor, and the controller triggered a critical battery alarm during bench testing. Additionally, the controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries, however, the controller was still able to receive power from power sources and supply power to a motor fixture. The reported ¿battery indicator light not charging¿ likely relates to the controller¿s inability to communicate with the batteries and/or the led indicators not illuminating. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controllers to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit are also connected to the real time clock circuit and caused the date/time stamps to remain frozen. After the faulty components were replaced, the controller performed as intended. Review of the alarm log file revealed multiple critical battery alarms logged with a battery relative state of charge (rsoc) value of (B)(4) and incorrect date/timestamps with no serial number ID or cycle count, indicating that the controller was unable to recognize the connected batteries. Of note, the critical battery alarm is a high priority alarm which produces a loud sound. The critical battery alarms likely correspond with the reported ¿controller alarming¿ event. Review of the data log file also revealed multiple data points logged with a battery rsoc value of (B)(4) with incorrect date/timestamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. The inability of the controller to recognize the batteries is likely related to the reported communication issues event. Considering that the controller was unable to recognize the connected batteries, the battery indicator on the controller¿s front panel would not illuminate. Furthermore, review of the event log file revealed multiple event exceptions where the controller was resetting with incorrect date/timestamps and no battery serial number ids or cycle counts logged. The corrupted data entries on each of the log files had a time stamp of (B)(6) 99 at 00:00:00. Further review of controller log files revealed that the alarms triggered during the reported event and during testing do not trigger a message indicating that the controller should be exchanged. As a result, the reported ¿replace the controller display message¿ could not be confirmed. However, the reported display error, controller alarming, and light emitter diode (led) indicators did not illuminate events were confirmed. A possible cause of the reported ¿replace controller display message¿ event could not be determined because the finding could not be revealed during log file analysis or duplicated during testing. The most likely root cause of the reported display error and alarming controller and observed real time clock issue, inability of the controller to recognize the batteries, and crit ical battery alarms, as well as the observed abnormal battery rsoc values and event exceptions, can be attributed to the damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed controller pin damage event can be attributed but not limited to an improper connection between an incompatible adapter and the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.